Event description:
(B)(4). Everything was covered by my insurance. When the essure was placed it was the most painful thing that I have ever experienced. At my one-month ultrasound I still had pain on my left side, but the coils were in the correct places. For four more months I experienced an aching pain on my left side. Yesterday, I had my confirmation test my right coil is missing. I still experience pain on my left side. The medical assistant who helped with my confirmation test said that she sees missing coils often.